Manufacturer narrative:
Additional information provided in sections b.5., d.5., and h.6. The manufacturer internal reference number is: (B)(4).

Event description:
Based on new information received on 06-jan-2026: the issue occurred during iol implantation procedure. There was patient contact. The reporter was unsure about the specific event. It was reported that when the lens was injected, it either came out with a straight haptic or the haptic was stuck to the back of the lens. The lens remains implanted.

Manufacturer narrative:
The product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during priming, the intraocular lens (iol) appeared crimped and became jammed in the delivery system. As a result, it could not be used. There was no patient contact. The surgery was completed on the same day. Additional information was requested, but no further information is available.